Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: (rhsp) laboratory has noted on several tubes that they can't attain 4ml of blood in a recommended 4ml purple top, the highest volume so far attained is about 2ml. This can lead to false results due to blood volume : anticaogulant ratio, secondly insufficient sample which is inadequate for the tests to be performed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: (rhsp) laboratory has noted on several tubes that they can't attain 4ml of blood in a recommended 4ml purple top, the highest volume so far attained is about 2ml. This can lead to false results due to blood volume : anticaogulant ratio, secondly insufficient sample which is inadequate for the tests to be performed.

Manufacturer narrative:
H.6. Investigation: bd received photos for investigation. Photos were evaluated against the retained sample shelf pack an the following was found: incorrect ref number. Incorrect expiry date. The information at the bottom of the right hand corner was incorrect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. 20 retained samples were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. From this testing it was determined that all 20 tubes drew within specification. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: (rhsp) laboratory has noted on several tubes that they can't attain 4ml of blood in a recommended 4ml purple top, the highest volume so far attained is about 2ml. This can lead to false results due to blood volume : anticaogulant ratio, secondly insufficient sample which is inadequate for the tests to be performed.